Manufacturer narrative:
Reporter state: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was highly stenosed, severely calcified and moderately tortuous. A sterling balloon was selected for a percutaneous transluminal angioplasty (pta) of the truncus tibiofibularis. The balloon was inflated to nominal pressure during the first inflation for one minute. However, the balloon ruptured and then detached. With the help of support catheters, the physician was able to remove the parts of the balloon. There were no further patient complications. The procedure was completed using a new sterling balloon.

Event description:
It was reported that the balloon ruptured. The target lesion was highly stenosed, severely calcified and moderately tortuous. A sterling balloon was selected for a percutaneous transluminal angioplasty (pta) of the truncus tibiofibularis. The balloon was inflated to nominal pressure during the first inflation for one minute. However, the balloon ruptured and then detached. With the help of support catheters, the physician was able to remove the parts of the balloon. There were no further patient complications. The procedure was completed using a new sterling balloon.

Manufacturer narrative:
E1 - initial reporter state: baden-wurttemberg. Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of a sterling sl balloon catheter with an unknown 0.014 guidewire and unknown introducer sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated. The separated distal part is pulled over the tip and measures approximately 2.6cm long. The guidewire lumen is separated 16cm from the tip and is stretched. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.